Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in cardiac stenting procedure when the issue occurred, and the procedure was completed by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the exposure failed error. Review of the system log file showed that the x-ray was not possible. During troubleshooting, the fse found an issue with the high voltage transformer. The fse replaced the hv transformer. After replacement of the hv transformer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system indicating an exposure error failed during a procedure. The procedure was stopped as a result. The device was in clinical use at the time of the event. No harm has been reported to philips. The hv tank was replaced which returned the device to expected functionality.